Event description:
A malfunction was reported when the customer noted that the device displayed a malfunction code 9, having passed through a security x-ray within the last 24 hours. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset process, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the customer understood.